Event description:
Information received a smiths medical cadd accessories had malfunction of bubbles found in line of cadd high volume 92 inch administration set . Md cleared bubbles from line but new bubbles continued to form in line. Event could be recreated with unopened sets over different pumps by clinical engineering. Bubbles created at low flow pump setting but not high flow pumps setting. IV solutions used were at room temperature.